Event description:
During laparoscopic cholecystectomy, surgeon applied 10 mm endo clip to seal the bile duct to remove gallbladder, the endoclip stop firing after two clips and then crisscrossing the clips. He removed all clips and used a new endoclip to complete the procedure. No harm to patient. Endoclip is 10 mm in size, manufactured by covidien, ref# 176657, lot# j0k0891ny, expiration date is 09-30-2025. FDA safety report ID # (B)(4).